Manufacturer narrative:
The information responsible for the previous supplemental reporting, the event as a serious injury due to surgical intervention does not apply to this event. This information referred to the replacement of the patient's other ins due to the battery reaching normal end of life (eol). Previously received information regarding the scheduled surgical intervention was reported in manufacturer's report # 6000032-2016-00025 and in manufacturer's report # 3004209178-2016-08670. Based on the current information in the file, this event remains reportable for malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported the patient's implant was shocking him at the pocket site. It was unknown if the patient experienced symptoms when the implantable neurostimulator (ins) was off. It was unknown if there were any trauma or falls related to the issue. It was unknown if the change in therapy was related to positional movement. The rep later reported that she met with the patient on (B)(6) 2016. The patient's ins was giving great therapy and the patient had no issues. This ins was for cervical placement. The rep ran a routine impedance check at the default values of 1.5 v and 210 pw. The rep saw the following: 0/c >4000 ohms 3/c >4000 ohms 0/1 >4000 ohms 0/2 >4000 ohms 0/3 >4000 ohms 1/3 >4000 ohms 2/3 >4000 ohms 2/c 1537 ohms all the ma was showing <(><<)>15 ma. The lowest value was showing 500 ohms for 1/c. Therapy measurement was showing 1145 ohms with <(><<)>15 ma. The rep noted the patient was using 1, 2, and 3 electrodes. The rep ran electrode impedance using a higher pw and they were as follows: 0/c >4000 ohms 2/c ??? 3/c >4000 ohms 0/1 >4000 ohms 0/2 >4000 ohms 0/3 >4000 ohms 1/2 1234 ohms 1/3 >4000 ohms 2/3 >4000 ohms no traumas or falls had occurred on that side. The patient was getting good therapy and the therapy measurement looked good. Additional information received from the rep reported is was unknown if the ins was the cause of the shocking sensation. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the company representative (rep) on (B)(6) stating that the patient had their stimulator replaced on (B)(6), noting that impedances were within normal limits with the new implantable pulse generator (ipg). The rep was going to follow up with the patient on (B)(6) to assess whether the shocking sensation had resolved.